Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to a flattened button dome switch. The blood glucose meter test, displacement test, basic occlusion, occlusion, prime, and excessive no delivery alarm test could not be performed due to the keypad anomaly. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported by the customer's mother, that the customer insulin pump has unresponsive buttons. The act button has to be pushed multiple times in order for it to work. It was also reported that the insulin pump keeps alerting meter blood glucose now. Customer's blood glucose level at the time 104mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).